Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient¿s wires came loose. The gentleman with the patient stated there was no place to put the wires back in. The patient also reported it was painful when the wires were first put in. It was also reported that they were unable to reconnect the wires. The patient was advised to reach out to their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.